Event description:
(B)(4). Cramping, discharge order/no order, yeast infection , breast pain/tenderness, all over body aches/pain, severe bloating, heartburn, headaches/migraines, numbness, nerve pain, brain fog, mood swings, rining in the ears, high blood pressure , vitamin d and b-12 deficiency, food allergies , swellings of legs of feet, hair loss or changes, insomnia, muscle spasms , dry skin/hair/eyes, itching, burning, stoning, stabbing of vaginal entrance.